Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection. The premarket ID is k163194.

Event description:
(B)(4) - the dentist reported that after 1 month dental implant was installed in intraoral region 12#, its non-osseointegration was observed. In addition, 40 ncm of primary stability was achieved, the patient presented bone type iii, immediate implant and immediate load were performed.